Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 months ago. The vessel morphology was reported as there was significant angulation and tapering of the native aorta. It was reported that the pt presented with leg pain on the left side. The pt reported that he had claudication, pain and diminished pulses almost immediately after implant. The physician stated that angiographically everything was fine post implant. The limbs were not crossed. A recent angiogram revealed that there was iliac limb compression on the left side which was in the stent graft area of the unsupported segment of the ipsilateral side. The physician performed an angiojet and mechanical thrombectomy with a fogarty balloon and cleared the ipsilateral limb of thrombosis. The physician implanted 16 x 55 aneurx limb in the unsupported stent segment. The stent graft was modeled with a balloon and completion angiogram confirmed it was widely patent. Fine. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): eval results/conclusions: (graft occlusion), (significant angulation and tapering of the native vessels).